Event description:
The customer reported that the 840 ventilator had a blank display. No patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with customer over the phone. The customer was advised to swap the backlight inverter pcb's. Covidien was not authorized to service the device.